Event description:
It was reported that the patient had a loss of therapeutic effect from their implantable neurostimulator (ins) following a fall. The patient fell in (B)(6) 2015 and since then they were gradually getting pain in the area where their spinal fusion of l5-s1 was, in their ¿stump¿ (had an amputation with a stump on the right foot), and in the left foot. The patient also had a surge in stimulation when they coughed and felt the stimulation all over their back and leg. The stimulation also increased and goes from 1.39 to 1.80. In addition, the patient was on oral morphine (15 mg, 3 times a day). On follow up, the cause of the issues was not determined but the patient was reprogrammed and was currently doing well. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3550-39, lot# n474525, implanted: (B)(6) 2015, product type: accessory. (B)(4).